Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported a complaint regarding an evd disconnection, as a result a new system was put in.

Manufacturer narrative:
The investigation of the eds iii did not confirm the problem reported by the customer. A problem was found during investigation. The lot number given is unknown, product code 82-1731. The eds iii was visually inspected, no disconnection of tubing from stop cocks was found. The eds iii leak tested, a small leak was noted at the needless port. Stress marks in the plastic of the needless port were also noted. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined as no disconnection of tubing was found. The root cause of the problem found during investigation is due to wrong handling, it looks like someone has tried to unscrew the needless port, this port does not unscrew. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.